Manufacturer narrative:
A medtronic representative reported that a new package of batteries were bulging and signs of damage. A new order of batteries were sent to the medtronic representative which resolved the issue. No patient was present during the time of the reported incident. The replaced batteries were not sent to the manufacturer for further analysis. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that a new package of batteries were bulging and signs of damage. A new order of batteries were sent to the medtronic representative which resolved the issue. No patient was present during the time of the reported incident.